Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult imaging was due to patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), an enlarged atrium, septal leaflet flail, and crt-d leads (cardiac resynchronization therapy with defibrillator) for a triclip procedure. The first clip was placed central a/s (anterior and septal leaflets), the second clip was placed commissural p/s (posterior and septal leaflets), and the third clip was placed central p/s (posterior and septal leaflets). It was noted that there was difficulty with imaging due to the crt-d leads in place. The xtw was the first clip placed, and a 1+ tr grade reduction was obtained. The second clip was attempted to place posterior of the lead, but became stuck in the chordae. Troubleshooting to free the clip was unsuccessful. A successful grasp was performed, but was very commissural on p/s with no tr reduction. The third clip was placed posterior of the lead in a mid/central p/s position. Leaflet insertion was confirmed using tee (transesophageal echocardiography) and ice (intracardiac echocardiography) and was determined to be satisfactory with a tr reduction to less than moderate. Upon release of the clip, an slda (single leaflet device attachment) was observed and the septal leaflet was detached. The third clip was the most difficult to image due to shadowing from the lead. It was determined to not move forward with the procedure, due to inadequate landing zones to attempt another clip in the neighboring area of the lead. The tr was reduced to grade 4. There were no adverse patient sequelae.